Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 30-120 mg/dl; cause of low bg was unknown. Reportedly, the customer required assistance from a nurse and received intravenous fluids to address bg. Customer reverted to an alternate method of insulin therapy.